Event description:
Healthcare professional reported left side rupture and left side removal of textured breast implants due to the patient¿s concern with the product. Device explanted.

Manufacturer narrative:
Device visual analysis of the photographs identified: rupture observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.